Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements in addition to noise, high pacing thresholds and loss of capture. An x-ray was performed but was unremarkable. It was noted that the patient is not pacemaker dependent and the device was reprogrammed from ddd 60 to vvir 70. The physician plans to continue monitoring the patient. No adverse patient effects were reported. This system remains in service.